Event description:
The patient had an abdominal aortic aneurysm and a stent graft was being placed. While placing another manufacturer's device via the contra-lateral side they experienced a valve failure. The patient lost about 250cc blood. They exchanged the sheath and no further problems were experienced. The pt was doing well post-op.